Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the pt did well until recently, when a CT scan suggested enlargement of the aneurysm sac. The pt was taken to surgery, and it was evident that the aneurysm had ruptured with a large amount of retroperitoneal bleeding. The aorta was cross clamped and the aneurysm sac was opened. A large amount of grumous material as well as hematoma were evacuated. The right lateral wall of the aneurysm sac was eroded through and this was the source of the rupture. There were 2 leaks directly through the right limb of the graft which were over sewn. After the bleeding was well controlled these areas were covered with gelfoam and thrombin and a gore-tex graft was wrapped around the left limb of the graft. It was then sutured to the aorta. At this point, there was a significant amount of bleeding, was noted from the posterior aorta just below the level of the clamp, where presumably, a lumbar vessel had been torn. This was over sewn with several sutures and gelfoam thrombin placed back in this area. The aneurysmal sac was closed over the graft. The abdominal incision was closed. There were excellent femoral pulses noted at the end of the procedure. The pt tolerated the procedure well and was sent to the ICU on ventilator. It was reported that the pt expired a month after this intervention.

Manufacturer narrative:
.